Manufacturer narrative:
No product will be returned per customer. The customer complaint of set cracked and leaked could not be confirmed due to the product was not returned for failure investigation. Although a photo was provided by the customer, the location of the crack could not be determined and the customer complaint of set cracked and leaked was not confirmed. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that the set cracked and an unspecified fluid leaked. Although requested, the additional information was not provided.

Event description:
It was reported that the set cracked and an unspecified fluid leaked. Although requested, the additional information was not provided.

Manufacturer narrative:
Correction to h.6; (results code). Additional information: revised/updated problem code; (leak at other or unknown location).